Manufacturer narrative:
Follow-up # 1 ¿ (04/02/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate ¿230 mg/dl¿ compared to another meter reading of ¿169 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. One night between (B)(6) 2014, the onetouch verio iq meter read ¿181 mg/dl¿ and the other meter showed ¿155 mg/dl¿ before she went to bed. The patient alleged injected basal insulin based on the subject meter reading. During that night between 1am and 2 am, she developed symptoms described as ¿sweating, weak, and hungry.¿ she was able to administered self treatment with honey and drank juice. She allegedly felt better within 30 minutes. During troubleshooting, the patient confirmed the readings of ¿230 mg/dl¿ on the subject meter and the reading of ¿169 mg/dl¿ on the other meter were performed within 30 minutes of each other. The unit of measurement was set correctly. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient develop symptoms suggestive of hypoglycemia after she took insulin treatment based on the alleged inaccurate high reading of ¿181 mg/dl¿ on the lfs meter. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.